Event description:
On (B)(6) 2025, a patient underwent a radio frequency ablation using venclose evsrf catheter, during the procedure, red x displayed in generator screen when the catheter was plugged in and without button being pressed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported self activation and red x ¿could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier UDI) #), g3, h6 (patient, component, method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a radio frequency ablation using venclose evsrf catheter, during the procedure, red x displayed in generator screen when the catheter was plugged in and without button being pressed. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: the catheters lot number was provided by the user facility. A review of the device history records was conducted, verifying the lot met all release criteria prior to being released for distribution. A definitive root cause could not be established for the reported self-activation and red x failure modes. B5, g3, h6 (component). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to b.

Event description:
On april 11, 2025, bd received a report involving a venclose¿ rf ablation catheter used with a venclose¿ digirf¿ generator operating on software version 3.35 during the setup phase of a radiofrequency (rf) ablation procedure. Following initialization and completion of the self-check, the generator transitioned to the treatment screen and unexpectedly initiated a treatment cycle without activation via the treatment button. A red ¿x¿ error indicator was immediately displayed on the generator. The catheter was not used on a patient, and no patient harm was reported. A second catheter was successfully used to complete the procedure. The original catheter was discarded and was not available for evaluation. Additional information based on follow up with reporting facility initial follow-up with the reporting facility confirmed the catheter connector was fully and properly inserted into the generator without resistance. The catheter had been stored in a temperature-controlled environment, and visual inspection revealed no external damage or abnormalities on either the catheter or the generator. No visual documentation (e.g., photos or videos) was provided to support bd¿s investigation by the reporting facility. Unfortunately, the subject catheter was discarded and was not available for evaluation. Additional follow-up with the reporting customer at the user facility provided further context. The user believed a treatment cycle had initiated because music began playing, and the temperature started rising. The catheter was placed on the bed, and the patient reported feeling heat. The physician immediately turned off the generator and no patient harm occurred.